Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called and reported that there is a speaker issue. The device was in use monitoring a patient. There was no report of an adverse event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.